Event description:
Pt accompanied his female partner to the clinic for an abortion procedure. The pregnancy was a result of a condom breaking. When condom broke, both parties were exposed to sexually transmitted disease risk. Ultrasound of partner revealed pregnancy, 4/5/95. Pt informed rptr of adverse event during counseling, 4/5/95.